Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including various forms of organ failure (including right heart failure, renal dysfunction, hepatic dysfunction, and respiratory failure), bleeding, arterial non-central nervous system thromboembolism, cardiac arrhythmia, infection, and death that may be associated with the use of the hm3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6, lists arrhythmia and infection as potential late postimplant complications that may be associated with the use of the hm3 lvas. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent the left ventricular assist device (lvad) implant procedure on (B)(6) 2023. The patient was taken to the operating room for lvad implant and temporary right ventricular assist device (rvad). The patient's chest wall was left open due to ongoing concerns for bleeding, it was closed on (B)(6) 2023. The patient's postoperative course was prolonged for many complications including, cardiogenic shock, acute respiratory failure following a tracheostomy on (B)(6) 2023, acalculous cholecystitis following percutaneous chole drain on (B)(6) 2023, acute kidney injury on chronic kidney disease requiring continuous renal replacement therapy (crrt) starting on (B)(6) 2023. Following left stellate ganglion block on (B)(6) 2024 the patient had refractory ventricular tachycardia (vt) requiring vt ablation on (B)(6) 2024. The patient's persistent non-sustained episodes of vt were being shocked out by the patient's aicd initially, however the patient eventually required external defibrillation. The vt ablation successfully kept the patient out of vt. The patient was managed on amiodarone and lidocaine and was eventually weaned down to oral amiodarone for the rest of the stay. The patient also had multiple infections complicated by multidrug - resistant organisms (mdros). The patient's cultures were positive for the following pseudomonas pneumonia on (B)(6) 2023 and recurring, e.faecalis bsi on (B)(6) 2024 and recurring, esbl e. Coli and klebsiella pneumonia on (B)(6) 2024, mrsa respiratory culture on (B)(6) 2024, and serratia respiratory culture on (B)(6) 2024.the patient's cardiogenic shock was managed with inotropes and vasopressors. Midodrine was started to assist in vasopressor weaning which were weaned off on (B)(6) 2024. The patient's liver function tests began rising over a month after their chole drain was placed. A cholangiogram revealed a non-patent tube which was exchanged on (B)(6) 2024. The plan was for preventative maintenance of the tube until planned exchange 3 months after placement. The patient had cross sectional imaging performed which did not reveal the source of the infection, along with a transthoracic echocardiogram which was negative for valvular vegetation. These findings increased the likelihood of lvad involvement. The patient received ampicillin and ceftriaxone for his enterococcal infection until (B)(6) 2024. The patient needed chronic oral suppression with amoxicillin indefinitely. The patient was also on heparin drip which was turned off on (B)(6) 2024. During the admission the patient also had left palmar arch arterial occlusion, right axillary pseudoaneurysm, dry gangrene of all toes bilaterally and left index finger, pressure injuries to skin, morbilliform drug eruptions likely due to vancomycin, hemorrhagic bullae due to trauma, thrombocytopenia, and anticoagulation, thrombocytopenia, right thigh hematoma, severe protein/calorie malnutrition. On (B)(6) 2024 the patient was made comfort care and administered a dilaudid drip. The patient passed away on (B)(6) 2024 at 6:20 pm.